Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the infusion tubing. Blood glucose was 250 mg/dl. Reportedly, the customer did not remove residual air from the cartridge when filling cartridge. The customer loaded a new cartridge successfully to resolve the issue.